Event description:
During an unknown procedure, the tissue pad was burned through. An error tone was emitted from the generator. The device was replaced and the procedure was completed. Extended or time by 10 minutes. No patient consequence.